Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the unit displayed readings of 70 spo2 and 200 bpm. The customer called the emergency hotline for a potential cardiac arrest because the readings on the oximeter were alarmingly low. When the emts arrived, the patient was fine, but the readings were still low. The responder's oximeter showed spo2 at 99% and a heart rate (hr) of 140, while the customer's device showed spo2 in the 70s and hr in the 200s with multiple probes, frequently dropping to 0 before rising again. Sensors and the unit were swapped to isolate the issue. No error codes were displayed. An adhesive was used to hold the sensor in place. There was no patient injury.

Event description:
According to the reporter, during use, the monitor showed incredibly low readings. The spo2 reading was at 70%, and the heart rate (hr) was at 200 bpm, indicating potential cardiac arrest. The emergency medical technicians (emts) arrived and found that the patient was fine. The responder's oximeter was used on the patient, and it reads spo2 99% and hr 140 bpm. Multiple probes were used, and the readings would frequently go to 0's and then back up. The failure was allegedly isolated from the monitor by swapping the sensors. There was no error code noted, and an adhesive was used to hold the sensor in place. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the monitor showed incredibly low readings. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.